Event description:
Customer reported artifacts in cine play back images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge pcb. System operates as intended. This MDR is related to ge healthcare complaint number.